Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that an unknown meter displayed inaccurate results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient could not recall what meter she was using at the time of the alleged issue, but she reported that either a bayer contour meter or an unknown onetouch meter displayed inaccurate results a "couple [of] months" prior to contacting lfs. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). She reported that "a few months ago", she consumed "more food/drink" she claimed that after the product issue began, she developed symptoms of "weak, sweaty [and] nervous". She denied receiving any treatment for her symptoms. During troubleshooting, the csr established that the patient no longer had the meter involved in the complaint. Replacement product was sent to the patient. This complaint is being reported because the patient claimed she obtained inaccurate readings on the subject meter, administered treatment based on the alleged results and reportedly developed symptoms suggestive of an acute diabetes excursion after the alleged meter issue began.